Event description:
It was reported that (1) device was used during a endo cholecystectomy. It was reported by the affiliate that the h1tuv emitted noises and had too much power (100 volts). Another device was used to complete the case. There was no consequence to the patient.